Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was returned for analysis. The introducer sheath, coil and delivery wire were returned. The introducer sheath was inspected and dried blood was present. The twist lock had been opened. The proximal end of the coil was stuck at the distal end of the introducer sheath due to dried blood. Several attempts were made to remove the proximal end of the coil from the introducer sheath. The coil was soaked in warm water and the introducer sheath was cut on several occasions to remove the coil without success. A section of the proximal end of the coil remained stuck in the distal end of the introducer sheath due to dried blood. The coil that had been removed was inspected. The proximal end of the coil was severely stretched and kinked. The proximal end of the coil had folded back on itself into a clump. The dried blood was removed from the proximal end of the coil to continue inspection. The coil was released from the clump. The coil interlocking arm was not attached and had been pulled off. Weld indentations were visible on the coil. The delivery wire was inspected and the ptfe(polytetrafluoroethylene) at the distal end was buckled/kinked. The zap tip shape and surface of the coil was smooth. The zap tip shape and surface of the delivery wire was smooth. The interlocking arm of the delivery wire was inspected and dried blood was present. The delivery wire dimensions were found to be in specification. The coil dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: ¿in order to achieve optimal performance of the interlock - 35 fibered idc occlusion system and reduce the risk of thromboembolic complications, it is critical that the 5f imager ii selective diagnostic catheter is flushed vigorously, either utilizing a continuous flush or hand injection setup, before and after the introduction of each interlock - 35 fibered idc occlusion system.¿ (B)(4).

Event description:
Reportable based on device analysis completed on 18feb2016. It was reported that shaping of the coil was not performed. The target lesion was located in the severely tortuous right internal iliac artery. A 8mm x 40cm interlock¿-35 was selected for use. During procedure, it was noted that shaping of the coil was not performed. The procedure was completed with a different device. No patient complications were reported and the patient's condition was good. However, device analysis revealed that the coil had been pulled off.